Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer and burr catheter were received together. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was severely damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. As the rotawire was not returned for analysis, functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged annulus. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged annulus. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. When testing outside the body, it was noted that the rotawire was detached and trapped in the advancer. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. When testing outside the body, it was noted that the rotawire was detached and trapped in the advancer. The procedure was completed with another of the same device. No patient complications were reported.